Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1kl7q implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they clarified that it was their 2nd toe and that the cause was the lead. The lead was changed on (B)(6) 2023. The cause of them not feeling what they should in the bike seat area was due to the lead that was used. They confirmed that the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have a difficult situation because their previous doctor has been on sick leave. Pt reported they have been looking for a doctor to "change a lead for me". Pt stated they know their doctor used two leads. Pt stated ever since their doctor has been sick they "haven't had it changed". Pt stated they think now would be a good time to get it changed. Pt stated they went to a different doctor but stated they were told they would want to put an "ion implant" in or something like that. Pt reported "what's going to be happening soon is a battery is going to go on me". Agent inquired if by "change a lead" pt means that they are planning to have the implanted system replaced due to normal battery depletion and needing to find a doctor to do that. Pt then stated "yeah, I think I did" and stated they reached out to another doctor that told pt that medtronic comes to their office occasionally. Agent reviewed role of patient services and offered to send pt physician listing. Reviewed process for pt's healthcare provider to request rep at appointment if needed. Mailed pt physician listing to pt's address on record per pt's request. Pt stated the doctor told pt they would see pt in a year. Pt stated "the other guy" told them that they only have about 2 years left on the battery and stated it's been about a year. Pt stated they are afraid of getting caught with their battery going out and "I need to change the lead". Agent tried to clarify again if pt is proactively planning for a normal battery replacement/no issues with implanted system. Pt then responded they have something that happened last night that has been happening off and on. Pt reported "ever since he put the lead in that I've had on now since he's been gone, somehow it goes, and it's weird, it goes to the first toe on the right foot". Pt stated in the "underneath there" area they are not getting the feeling they should. Pt reported when they "go over or bend my leg I get the sensation down in my toe". Pt stated they've always done that. Agent recommended pt decrease stimulation to see if that helps but pt stated they did not want to make any adjustments to their therapy setting as pt stated "that's there whenever it benefits me where it needs to be". When agent asked for event date pt stated "last night it got angry". Pt is working on finding a new physician for their implant. Reviewed role of patient service and redirected patient to healthcare provider to discuss. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their health care provider to further address the issue. Mailed pt physician listing to address on record.